Manufacturer narrative:
MFR's report date 03-19-98. The device was not returned to the MFR for eval. However the MFR has investigated this issue and microscopic eval revealed indentation on the membrane of the administration set indicating that the ball was positioned too high in the slot. The ball and slot were measured and both were found to be in nominal spec. The following corrective action has been implemented: 1) all assemblers were notified of this issue and were retrained on the importance of the ball in the assembly. 2) the assembly process has been changed to add a slide activation, or cycling to ensure the ball moves with the slide. 3) post activation, the assembly is inspected to ensure the ball is present. The set was not on the pt.

Event description:
Hosp advised that nurse observed the metal ball missing from the accuslide when she was priming the administration set. There was no pt consequence.